Event description:
A physician attempted an arteriotomy using the starclose device after an interventional procedure. The physician was unable to advance the thumb advancer. The physician reverted to manual compression to achieve hemostasis. There was no patient injury reported.

Manufacturer narrative:
Upon investigation, the returned device showed a push bushing to nylon shaft bond failure. Review of the device history record for this lot did not produce any findings relevant to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".